Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: broken grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.